Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk ipsilateral leg (rlt261218j/13529357) and contralateral leg components were deployed without issue. When touch-up ballooning was performed to the rlt261218j, the abdominal aorta around the proximal end of the device was ruptured. It was reported that ballooning technique as well as the aorta being fragile and calcified could have caused the rupture. Seven aortic extender components were implanted proximally to repair the rupture. The rupture was resolved, but one of two left renal arteries was intentionally covered due to the proximal extension of the neck. It was reported by the physician that as rupture repair is the highest priority to save the patient, it was unavoidable to cover the left renal artery with the stent grafts. An intra-procedure imaging revealed a type ii endoleak, but the procedure was concluded. A wait-and-watch approach has been taken to the patient¿s condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.